Event description:
A home pt reported a reload set 202 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture, tear, or slit in the cassette. The home pt finished performing therapy by using manual supplies. No pt injury or medical intervention was reported related to the event.

Manufacturer narrative:
Per the pt's nurse, the sample was discarded.